Manufacturer narrative:
Explanted components have been discarded therefore cannot be returned to manufacturer for identification and analysis. No review of manufacturing records for complained parts can be performed either since product information is unknown. No x-rays nor pictures of explanted components were provided either, therefore no further investigation is possible and root cause cannot be established. Taking into account the involved product family smr shoulder, no adverse trend has been identified for reported issue in the last year. According to investigation carried out, no corrective action is needed for this event. If any additional information is received that would change or alter any conclusion, a supplemental report will be filed accordingly. The manufacturer will continue monitoring the market in order to detect any similar event.

Event description:
Revision surgery was performed on (B)(6) 2025 due to unstable shoulder proshesis. Previous surgery is unknown, as well as complete product information of original implant. During revision the pre-existing loosened smr reverse components were removed and replaced with new glenosphere eccentrical dia 40mm (pn (B)(4)), lateralized connector +4mm (pn (B)(4)) and reverse liner +6mm dia40mm (pn (B)(4)). Surgery was completed as intended. The event occurred in the uniteed states.